Event description:
The affiliate alleged the customer reported elevated thyroid-stimulating hormone (tsh) results at a sister facility, for multiple pts, involving unicel dxi 800 access immunoassay system. This is report number eleven. It is unk if the elevated results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
There is no info indicating svc was requested. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.